Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Reported problem could not be confirmed through visual or functional testing. During further investigation the downstream occlusion(dso) seal was delaminated, the lcd screen cover was scratched deeply, and the real time clock is off. The downstream occlusion seal was replaced and the downstream and upstream occlusion sensor was calibrated.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an analog-to-digital converter (adc) safety signal error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.